Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h6(health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions) h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse carried out operational inspection and work. The issue was reproducible. Video receiver cable and video receiver board connectors were cleaned. After each work, operation was confirmed based on the inspection record sheet and it was confirmed that it is currently in good condition and working.

Event description:
N/a.

Event description:
It was reported that during customer inspection, the cs300 intra-aortic balloon pump (iabp) screen noise. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.